Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during meniscus repair procedure, t2 implant would not be deploy when the deployment knob was depressed. A 10 minutes delay was reported. The procedure was completed with a change in surgical technique to meniscal resection. No patient complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that the device was returned without the associated packaging. The depth indicator had been adjusted. T1 had been deployed, but t2 was in its anticipated position in the needle. The needle and shaft were severely bent and twisted. The actuator tip was stuck in the middle of the needle. There was debris on the suture and needle. A functional evaluation concluded that the actuator was stuck due to the deformation. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force, use of the needle as a lever, or twisting during use.